Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported a lens that was removed due to it being the "incorrect power".

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Additional observations were as follows: iol returned in two segments inside the pouch adhered to the iol case base with a white tape. Iol case lid not returned. Solution is dried on both surfaces of the optic and haptics. The optic is scratched/marked rejectable. Optical power & resolution could not be verified due to the extensive optic damage. We are unable to confirm the reported complaint. The lens was cut in half through the center of the optic. Due to this damage, a functional test (lens bench) to check the power and resolution of the lens could not be conducted. Based on the results from the product and batch history record, the lens met release criteria. The manufacturer internal reference number is: (B)(4).